Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, unexpected restart alarm self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. Blood glucose was unknown. Customer stated a constant tone was occurring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.